Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered, but remained functional. In addition, the pump touchscreen became difficult to navigate and difficult to read. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy. Customer declined follow up from tandem technical support to ensure alternate back-up insulin therapy was obtained.